Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found insulation damage to the lead body at 8.8 cm and 16.3 cm from the connector pin and surface cracking to the insulation adjacent to the end of the connector boot.